Event description:
Pt underwent repair of hip fracture 5/11/97 bipolar prosthesis cemented in. In plug in femur and 2.0 cable and sleeve used. Pt returned 6/4/97 for I & d irrigation right hip, sent to another campus 6/5/97 for irrigation and debridement right hip with removal and replacement of bipolar head. Stem, cement, cable left intact.